Event description:
On 11-feb-2020: follow up information was submitted because result of complaint investigation of the returned used devices (2 cannulas) showed that the visual test was found within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set was inserted properly but it came off suddenly at the site location, while the patient was at home. The site location was the patient's abdomen and the pump was clipped. The infusion had been in use for less than a day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set was inserted properly but it came off suddenly at the site location, while the patient was at home. The site location was the patient's abdomen and the pump was clipped. The infusion had been in use for less than a day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.